Manufacturer narrative:
The subject device was returned to an olympus service center for evaluation. Upon inspection and testing of the returned device, the reported issue (damaged connector) was confirmed. It was observed the video connectors were broken and could not be connected. In addition, service found the displayed image was noisy due to a defective video cable connector. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported the flat connector was damaged. The reported issue was observed during maintenance of the subject device. No was no impact to a patient or a procedure.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, the root cause of the damaged flat connector was unable to be identified. Additionally, it¿s likely the noisy image was due to a defective video cable connector. The root cause of this event was unable to be identified. Olympus will continue to monitor field performance for this device.